Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance was observed on the lead. Increased thresholds were noted. Patient is currently undergoing radiation therapy. Lead revision planned post- therapy.